Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the lcd was broken and there was a spot of ink. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no missing segment during testing. No broken lcd glass and no ink spot at lcd screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.